Manufacturer narrative:
An event of dyspnea, heart failure, aortic insufficiency, and a "ruptured" cusp was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2013, a 23mm trifecta valve was implanted. The patient was symptomatic with dyspnea and heart failure for about two years. The initial diagnosis was severe aortic insufficiency. On (B)(6) 2019, the device was explanted and observed to have a ruptured cusp. There were no signs of endocarditis. The patient remained stable throughout the procedure and later discharged.